Event description:
It was reported that the patient presented to the clinic feeling light headed and dizzy. The atrial lead exhibited low impedance. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.